Manufacturer narrative:
(B)(4). The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the neuro tip was bent. Reliability engineering evaluated the device and found that the device failed the visual assessment as the tip was bent. Therefore, the reported condition was confirmed. It was determined that the bent tip was caused by the cutter being improperly loaded into the device and then installed onto the motor device. Therefore, the burr device did not seat properly in the locking chamber. The device was then forced into position which placed the distal tip of the burr device in compression. The assignable root cause was determined to be due to component damage caused by user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the neuro tip on the crani-a attachment device was bent. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.